Manufacturer narrative:
(B)(4). Batch # p55a35. Corrected data: evaluation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. In addition, another cartridge was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to remove the end effector from the shaft. The anvil was wiped with a disinfecting towelette to remove dried fluids. The anvil was inspected and photographed under magnification. No damage or defects to the anvil were observed. The "damage" indicated in the (B)(6) analysis photos was a tool mark from the manufacturing process. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Transfusion of blood. Additional information received: the patient has anamnesis of hypertension and underactive thyroid gland, allergy-free, and a cigarette smoker of 40 pieces per day. Additional information requested and received: please describe cleaning method of device between firings.---no detailed information from the hospital. In the video provided, which number firing of device was this? ---2nd firing. First (1st) firing on pv and 2nd firing on pa. There was no problem for 2nd firing on pv. The bleeding occurred in 2nd firing on pa. Was the surgeon able to confirm that there was nothing within jaws of device distal to cut line? ---no information from the hospital. Dr. Said pa was thick and the target artery putted near the proximal end of the jaw. Could it be confirmed that the entire width of compressed vessel was proximal to cut line? --- no information from the hospital. What is the current patient status? ---the patient recovered. Additional information from the sale rep: the unformed staples were found but dr. Didn¿t know these staples of echelon, because other competitive stapler was used, too. Because of amounts of bleeding, dr. Could not find the shape of staples of pa. When video checking, the b-formed staple got stuck in the proximal end of the jaws. The bleeding of the patient was naturally much. Dr. Commented the dissection of pa was properly done. Photographic analysis: eleven pictures and one video were provided. The first three pictures show a device with a reload aside, a closer view of the anvil shows a reload lodge. Fourth picture shows the jaws of the device, there appears to be some damage on the jaws. Fifth picture shows a b-form staple in to the jaws. Sixth picture shows a cartridge, that appears to be fully fired. Seventh picture shows the bottom of two cartridges, it appears to be damage on the upper cartridge. Eighth picture shows a cartridge that seems to be fully fired. Ninth and tenth pictures shows a cartridge deck with some staples in b-form shape. Eleventh picture shows that appears the jaws of two devices, one is clear and the other one appears to be blood spots, with apparently some damage on the component on the left upper corner. The video shows the device clamped over the tissue, after that excessive bleeding can be observed. Based on the photos and video alone the event describe is confirmed. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. In addition, another cartridge was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an endoscopic right middle-lower lobectomy, bleeding occurred when the device was fired on pa at the second firing. Three-thousand (3,000) cc of bleeding occurred from the cut end of the pa when the device was released. Astriction to the assumed bleeding area with gauze was performed via a small incision layer. The event was calmed since the pa was previously secured with tape. Two-thousand (2,000) cc of blood transfusion and additional hand suture was performed on the bleeding site to complete the case. The doctor commented that unformed staples were found around the cut end and proper b-shape staples were barely present. There was no improper use of the device. The operation video was checked, and the device was used as intended. He is planned to be hospitalized for another week or two, and his condition is stable. No re-operation or additional treatment is scheduled. The doctor diagnosed the damage to the patient¿s health as critical since the amounts of bleeding and blood transfusion were massive.